Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
An additional procedure was completed to implant a second sensor. Successful readings are noted in the manufacturer's database

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Per the event description, "the second sensor was implanted on (B)(6) 2025. There were no issues with the implant and the patient has continued to take readings." A review of the DHR was performed and epiq-ncmr00050523 was identified. Per engineering review, there was no adverse impact to product or evidence of relation to the event reported. A lot review was performed via complaint handling system (epiq) using a search on the batch number. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.

Event description:
Additional information was received on 12june2025 that a cta was done to assess the sensor for the cause of the dampening and no pe was noted. The physician would like to proceed with a second sensor implant.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.